Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported charging difficulty with the evoke closed loop stimulator (cls). Troubleshooting was performed, which confirmed that the cls connected with the evoke clinical interface (ci) and evoke patient controller (epc) but unable to connect with evoke chargers. A revision procedure was performed, and the cls was replaced to resolve the reported event.